Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient began treatment with intraperitoneal (ip) cefepime 600 mg daily for 3 weeks. The cause of the peritonitis was unknown. It was reported that dianeal therapy was ongoing. The patient was discharged 6 days after admission. At the time of this report the patient was recovering from this peritonitis event. No additional information is available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient (B)(4).